Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was reported. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.